Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 020-oct-2023 . H6: investigation summary five samples from batch 3165980 were provided to our quality team for investigation. A visual inspection was performed. All syringes have silicone visible on the stopper with none found to have excessive silicone or stringing. The conditions observed were acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see attached silicone quantity guideline. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that 6 of the bd luer-lok¿ syringe had moisture in the syringe. The following was received from the initial reporter: there is moisture in the syringe that is noticeable only once it is opened. Additional information received on 29-aug-2023 1. Are you able to provide the quantity of defective syringe inspected for this lot? 6 10cc 2. Was there any patient involvement? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 of the bd luer-lok¿ syringe had moisture in the syringe. The following was received from the initial reporter: there is moisture in the syringe that is noticeable only once it is opened. Additional information received on 29-aug-2023. 1. Are you able to provide the quantity of defective syringe inspected for this lot? 6, 10cc. 2. Was there any patient involvement? No.